Event description:
The report indicated that the patient was compromised after a right heart assist. After two days on extra-corporeal membrane oxygenation, there was blood leakage at the pump and the patient expired. The device was used for an off-label indication and beyond the label claim of six hours of use. The device was evaluated and analysis confirmed the pump had been used with a non-compatible solution. Instructions for use indicate the pump should not be used with alcohol or alcohol-based fluid.